Event description:
Procedure: lap nephrectomy. According to the reporter: upon using the instrument inside cavity, the distal 4mm of blade broke at the tip. Fragment remains in pt as consultant could not find it. Pt status ok, no apparent injury. Another device opened and used to complete the remainder of surgery.